Event description:
The reporter states, that she obtained the blood glucose results of 80mg/dl and 284mg/dl on the accu-chek compact plus meter. The results were obtained within 10 minutes. She treated herself with oj and felt better 20 minutes afterward. No adverse event reported. New sys sent to customer and return requested.